Manufacturer narrative:
The technician cleaned the head hi/low up and down valves to repair the bed.

Event description:
Information received indicates the head hi/low function is slowly drifting down overnight.